Manufacturer narrative:
The failure investigation has been completed and the battery complaint was verified. The alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 100% to 5% within 2 days. In addition, the customer reported the fill estimate was inaccurate after loading the cartridge with 125 units. There was no reported customer¿s blood glucose level due to these issues. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.